Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was showing no light, and a smoke was coming out and was not able to connect. There were no storms or power outages reported. The company representative informed the patient to unplug the communicator. The communicator issue was not resolved. A new communicator with a return label were sent. No adverse patient effects were reported. The communicator was no longer in service.